Event description:
It was reported that the patient's right atrial (ra) was oversensing noise resulted in inappropriate mode switch episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.